Manufacturer narrative:
(B)(4).

Event description:
It was reported that indication for iabp: low cardiac output. While in the surgical center the intra-aortic balloon (iab) was prepped and inserted via a sheath in the patients left femoral artery. The insertion was difficult due to the patient's tortuous anatomy. After the iab was inserted the intra-aortic balloon pump (s/n (B)(4)) alarmed "gas leak." The iab was removed and replaced using the same insertion site. Pump strips were generated and are available for review. X-rays were performed 30 minutes after the second iab was inserted. A description of the x-rays findings is "normal after second catheter." The x-rays are available via the hospital's system. There was a reported 10 minute delay/interruption in iabp therapy. The delay did not cause harm to the patient. There were no reported patient complications. The patient was not injured. Medical/surgical intervention was not required. According to the m.d. The patient expired, however the device did not contribute to the patient's death.